Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and a lead fracture. The rv lead was partially explanted. It was noted another procedure will take place to completely extract and replace the lead. No patient complications have been reported as a result of this event.